Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4).

Event description:
It was reported by affiliate via complaint submission tool that during procedure the 12-degree truespan has the red trigger sticking and does not release the suture. The 24-degree truespan released apart the peek before the first shot. No patient consequences or surgical delay reported. The device is available to be returned for evaluation.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the device was received and inspected. The implants were not received along with the gun. Upon visual inspection, no structural anomalies were observed on the needles or the gun. Upon squeezing, the trigger was working as intended. The complaint cannot be confirmed/replicated for the reported condition and we cannot determine what caused the user to experience reported problem. A manufacturing record evaluation was reviewed, no non-conformances were identified for the reported part 228152- lot 2l16327 number combination. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history review ==> a manufacturing record evaluation was reviewed, no non-conformances were identified for the reported part 228152- lot 2l16327 number combination.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that the surgery was delayed due to the reported event for approximately 10 minutes. It was reported that the surgery was completed successfully using other truespan implants and passing a few stitches with a hypodermic needle. It was reported that an alternative product - other truespan implants were readily available. It was reported that there was no surgical intervention planned (e.g. X-rays, additional/change in procedures, prescriptions, otc, revisions). It was reported that no post-surgery procedure was required. It was reported that the procedure involved was pass of meniscal suture.